Event description:
Following treatment, it was identified by the therapist that the wedge direction appeared to be wrong. The physics staff then identified the incorrect wedge orientation. The customer reports that about 3 cm of breast tissue was under dosed 3 - 5% for one fraction.

Manufacturer narrative:
The investigation confirmed that during conversion from eclipse 7.3.10 to eclipse 8, the (B) (4) wedge orientation is not maintained. The eclipse software labeling was issued without a warning message relating to the preservation of user selected values for the orientation of (B) (4) wedges, the wedge limits and sad values for elekta machines, and collimator operating limits for saturne machines, when the software version is upgraded. Varian is providing notification of this issue to our customers by way of an urgent medical device correction letter. Included with this notification is a copy of the corrected warnings page of the inspiration platform customer release notes. In addition, all corrective action will be reported under the guidelines of (B) (4). No f/u reports are anticipated.